Manufacturer narrative:
(B)(4). The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 11 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a composite resection and mandibulectomy with free flap procedure the surgeon used three devices during the procedure that did not feed into the jaws correctly. He stated that many vessels were cut by the jaws and that no clips were applied to the vessels. There was little information regarding the procedure provided. The three devices were left in a bag for the analysis coordinator. There was no reported bleeding and unknown how the procedure was completed. No patient consequence has been reported.